Event description:
Event description guidant received information that the terminal end of this ventricular lead did not stay connected to the lead barrel of this pacemaker during the implant procedure. The device was explanted, replaced, and returned for analysis. The ventricular lead remains in service with the new pacemaker.